Manufacturer narrative:
D1. Brand name updated.

Manufacturer narrative:
Corrected information was provided in d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product was returned, incomplete data logs were returned and limited information was provided.

Event description:
Clinical review/rationale: an impella rp flex was inserted via right internal jugular vein in a 69-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were not included. The patient¿s clinical state prior to initiation of support was scai stage d. On day 4 of support, the patient experienced pulmonary bleeding and had an anti-factor xa level of 0.15. It was noted that the patient was previously on ECMO for an unknown number of days. Heparin was held. On day 5 of support, the patient was turned on their side and multiple alarms triggered including high purge line pressure, high motor current, and retrograde flow. Several attempts were made to restart the pump system. It was suspected there were a migration of a clots at the pump inlet. The device was explanted and presence of a clot observed. Thrombosis and bleeding are known potential adverse events of the impella rp flex per the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 inadvertently omitted on the initial manufacturer device report. H6 high pressure purge hpp added in original complaint description states. After the patient was turned onto his side, multiple alarms were triggered.